Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: a review of the pump black box data revealed evidence of two cs 064 call service alarms and an occlusion during the prime step. During testing, the pump was exercised for 24 hours and no cs 064 call service alarms were duplicated. Unrelated to the complaint, the bolus button cover was torn, but normally responsive. Additionally, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.